Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2015. The patient reported that on (B)(6) 2015 at around 3:45pm she began to develop symptoms of ¿low blood sugar¿. During the follow-up call the patient described her symptoms as feeling ¿sweaty and anxious¿. The patient claimed she normally begins to feel symptomatic for hypoglycemia when her blood glucose falls to ¿around the low 70s mg/dl range¿. In response to her symptoms the patient reported testing her blood glucose with the subject meter at 4:05pm and obtaining an alleged inaccurate high blood glucose reading of ¿320 mg/dl¿. The patient manages her diabetes with insulin (self-adjuster). During the follow-up call, the patient reported administering 10 units of novolog insulin at 4:20pm in response to the elevated result and her symptoms worsened as a result. The patient claimed she performed a blood glucose test with the subject meter at 4:48pm and a result of ¿53 mg/dl¿ was obtained. The patient claimed she treated herself with milk and 3 glucose tablets and felt better afterwards. The patient denied that her blood glucose was tested with any other device. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.